Manufacturer narrative:
The reported oad was received for analysis. An examination of the handle assembly and brake guide wire hypotube found an area of surface wear and galling along the hypotube. Although the root cause of this is unknown, it is possible that the surface wear and galling may have contributed to the device not spinning properly, however this could not be confirmed. When tested, the oad functioned as intended with no anomalies noted. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. Csi ID: (B)(4).

Event description:
During treatment of a 80% stenosed lesion in the anterior tibial artery with a diamondback peripheral orbital atherectomy device (oad), one pass was performed on low speed and two on medium speed. When high speed was selected, the oad lost speed when engaging the distal lesions, but was able to pass through. When the oad was moved proximal, the device shut down and became stuck on the guide wire due to possible vessel spasm. The crown was able to be removed from the guide wire and navigated to the superficial femoral artery, however it would not spin. The system was restarted, however this did not resolve the issue. Following removal of the oad, no flow was present in the vessel. Nitroglycerin was administered and balloon angioplasty was performed, following which the vessel was open and patent. Following balloon angioplasty, a type b dissection was noted which was related to multiple balloon inflations. The dissection was resolved by inflating another balloon at the site for two minutes. The patient was in stable condition following the procedure.